Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for multiple back operations and complex regional pain syndrome type I. The patient reported that their implant hasn¿t worked for a couple of years. They wanted to know the contact information of their implanting physician. The patient was to follow-up with their healthcare provider. No further complications or patient symptoms were reported or anticipated.